Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The device passed the drop test and worked properly under laboratory conditions as it was able to prime and fire 30 times without issue. An x-ray showed that the cannula tangs were not completely engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that both bumpers were slightly bent by the spring. Based on the findings, the investigation is unconfirmed for the reported failure to prime and self-activation. The identified bent bumpers may have contributed to the incomplete cannula tang engagement and the reported event. However, the definitive root cause could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiration date (01/2021). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a prostate biopsy, the cannula and stylet allegedly failed to prime. Additionally, the cannula allegedly self-activated. The procedure was completed with another device. There was no reported patient involvement.